Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluation is underway at zoll manufacturing corporation. Belt sn (B)(4) was returned to zmc. Upon investigation, ECG a and the front therapy electrode pad were severed and missing. The root cause of the missing electrodes was physical abuse. There is no evidence to suggest the device malfunction caused or contributed to the event as the device delivered eleven 150j full-energy pulses. The damage is consistent with reported resuscitation attempts and likely occurred when the device was removed. The evaluation included review of downloaded software flag files on the day of the event the review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016. Prior to passing, the patient experienced an appropriate defibrillation event consisting of eleven treatment shocks between 2:23:34 am and 2:33:47 am while at home. It was reported that the patient was not conscious and the patient's wife was present. The rhythm at the time of all eleven shocks was vf. The post shock rhythm of treatments 1 through 3, 6, and 9 through 10 was vf. The post-shock rhythm of treatment 4 and 8 was intermittent cardiac activity with recurrent vf. The post shock rhythm of treatment 5 was bradycardia at 30 bpm with nsvt transitioning to vf. The post-shock rhythm of treatment 7 was severe bradycardia at 20 bpm transitioning to vf. The post-shock rhythm of treatment 11 was accelerated idioventricular rhythm at 70 bpm with recurrent vf. The response buttons were pressed intermittently during the event. The response buttons functioned appropriately. The device was shutdown at 3:00:36. It was reported that the patient passed away at 3:22 am on (B)(6) 2016.